Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.

Event description:
Attorney's report of patient's alleged implant of ck mesh followed by the patient's body giving rise to chronic infection and draining fistula, causing severe pain. After less invasive methods failed to resolve the symptoms, the mesh was explanted.